Manufacturer narrative:
The reported events of difficulty removing stylet, stylet could not be inserted, and no capture were confirmed but the reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. The cause of the reported events of difficulty removing the stylet and stylet could not be inserted was due to the overtorqued inner coil at the connector region consistent with procedural damage. The cause of the reported event of no capture was due to the internal shorts noted between the conductors at the connector region which is consistent with procedural damage.

Event description:
It was reported that, during a pacemaker implant procedure, the physician placed the right ventricular (rv) lead successfully with stable electrical parameters, and then had difficulty removing the stylet from the rv lead. An attempt to advance another stylet into the rv lead before suturing was made, but was unsuccessful. The electrical parameters were measured again and it was found that there were high impedance and high capture threshold values, leading to loss of capture on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.